Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop while on a patient. The customer stated there was no harm or injury to the patient.

Manufacturer narrative:
Results of investigation: a vyaire field service representative evaluated the suspect device onsite. The technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications.